Event description:
A report was received that a patient had her precision system explanted due to skin erosion around the pocket site from a spinal cord injury which is not device related. The patient is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were kept by the medical facility and will not be returned to bsn for evaluation.